Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product will not be returned for an evaluation by the hospital. Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of five. Reports one through three and five are reported on MFR #0001032347-2016-00692 through 0001032347-2016-00694, and 0001032347-2016-00696.

Event description:
It was reported that a temporomandibular joint (tmj) revision took place to remove a broken implant. It is reported that all hardware was removed and the surgeon decided not to re-implant the patient. It is reported the patient is doing fine. It is confirmed the patient experienced trauma to the face which may have contributed to the implant fracturing.

Manufacturer narrative:
The product was not returned for evaluation; however the product identities were confirmed through the patient tracking process. Pictures of the patient's pre-revision x-ray and explanted parts were provided. A review of the x-ray suggests extensive trauma and dislocation of the jaw which is in accordance with the account of trauma to the face. The x-ray shows a transverse fracture of the mandible implant and does not appear to show any evidence of loss of fixation from the bone. The pictures of the removed implant confirm the mandible implant is fractured transversely near the condyle. The fossa implant appears to be deformed in shape and at the screw holes; however, it is unclear if this was the result of the trauma and/or occurred during explantation. There was a revision to remove and replace the broken implants; therefore the complaint is confirmed. The most-likely-underlying cause was determined to be patient condition of experiencing trauma to the face. The non-conformance database was reviewed in the evaluation and no non-conformances were found. There are no indications of manufacturing defects. Based on the photographic inspection, the following were updated: date received by MFR, if follow-up, what type?, evaluation codes, and additional MFR narrative. This is report four of five. Reports one through three and five are reported on MFR #0001032347-2016-00692-1 through 0001032347-2016-00694-1, and 0001032347-2016-00696-1.